Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported when he woke up, his cgm displayed 121 mg/dl; however, he experienced a seizure, emergency medical services (ems) was called, he was treated with glucose for a bg of 30 mg/dl and transported to the hospital. In the emergency department, he received additional glucose and his cgm value increased to 230 mg/dl but his bg value was 110 mg/dl. The patient reported the cgm did not alert him for a low glucose value. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.